Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt failed incoming hi-pot testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the incoming hi-pot test. Upon eval, pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te) was open inside the dn. The cause of the incoming test failure is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damage wires. The pt received a replacement electrode belt.